Event description:
Pt reported insulin/condensation present in the device's insulin cartridge compartment. This occurred on the day of the report and sometime the week prior. Pt reported that their blood glucose was high last week (in the 20's [mmol/l]). Device did generate a cartridge/adapter alert on one occasion. No treatment was received for high blood glucose.